Event description:
Customer mentions they did not think it was the processor that was causing the error. The customer believes it was the pcf-190 causing the error. Other related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the b30 error code could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii video system center displayed error code b30. The procedure was completed with the same device and there was no patient harm or injury reported.